Event description:
It was further reported that the fractured wire was, in fact, a pt graphix guidewire. The lesion being treated was a 90% stenotic lesion in a proximal, but unspecified coronary artery. It is noted that resistance was met with insertion of the guidewire. The pt's condition was stable during this event. A maverick otw 20/2.0 mm balloon had been successfully advanced over the pt graphix guidewire. While the physician was exchanging the wire, he felt a kink inisde of the balloon. He beleives that the kink sheared off the tip of the wire in the pt. When the balloon was removed, it was examined and found to have a hole at the distal end. The physician states that the maverick otw balloon exhibited a 'clear hole at the distal end of the balloon that caused the wire to fracture as it attempted to exit the balloon.' Several unsuccessful attempts with a snare were made to retrieve the fractured portion of the wire. The physician felt that the fracture of the pt graphix wire was secondary to a faulty maverick otw balloon. A balloon and stent were used to complete the procedure. Although the tip of the wire remains in the pt, the physician considered the procedure to be successful. The pt outcome was reported as "stable." (Same case as MFR's report #6000093-2004-00140).

Event description:
It was reported that during a ptca treatment procedure, the choice plus guidewire fractured. A maverick 20/2.0 mm balloon was successfully advanced over the wire. While the physician was exchanging the wire, he felt a kink inside of the balloon. He believes that the kink sheared off the tip of the wire in the pt. Several unsuccessful attempts to retrieve the fractured portion were made with a snare. The tip of the wire remains in the pt. No pt complications. Pt outcome was reported as "okay". Additional info has been requested regarding this event.